Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was broken and pacemaker displayed pacing impedances of greater than 2000 ohms. The patient was seen in clinic for follow up. The local boston scientific field representative (fr) reported that impedances were normal with isometrics but displayed impedances of greater than 2000 ohms when the device was manipulated in the pocket. Noise was also seen which lead to inappropriately stored non-sustained ventricular tachycardia episodes. The patient will be evaluated in the coming months. There were no adverse patient effects reported. The system remains in service. Subsequent information indicates that additional out of range measurements were recorded. A lead fracture was suspected but unable to be verified. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects reported. The device remains in service.